Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The displacement and self tests passed. Prior to the event, the reservoir fell out of the insulin pump, and the customer reinserted it without rewinding, resulting in an excessive amount of insulin being delivered into her body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.